Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Functional testing with a mating broach confirmed the complaint; handle will not properly lock as tightly as when first distributed. Visual exam found heavy impaction marks on areas of the device not intended for impaction. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the broach handles loose. Will not lock in to broach. No surgical delay.